Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 69 mm abdominal aortic aneurysm. It was reported that the patient came to the ER with back/belly pain. Pain resolved later that day. A CT was done on the same day and showed a proximal type I endoleak. The patient was brought to the or and an endurant aortic cuff was placed inside the existing stent graft. The physician chose a 23 mm endurant cuff stent graft to be placed in aorta that measured about 16mm in diameter. Another manufacturer¿s balloon was used after placement of the cuff. An angiogram showed continued endoleak. Nine aptus anchors were then placed. Additional ballooning was done and on the final angiogram showed 90% reduction of the endoleak. The patient will be followed with CT to document aaa size reduction or growth and resolution or continuation of endoleak. Per the physician, the cause of proximal type I endoleak was not obvious, and it was assumed to be due to irregular shaped neck and poor graft apposition. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of several still angio images during an intervention (unknown study date) revealed that an endurant stent graft system was positioned within the angulated neck, just below the level of the renals. The neck was severely angulated. The infrarenal and suprarenal neck angulation were both approximately 90deg, and the stent graft aortic body was angulated almost 90 deg l-r. The ipsi limb was positioned within the right common iliac artery, and the contra/left limb was within the left common iliac artery. There was contrast seen in the proximal sac from a likely proximal type I endoleak. Both limbs were patent. At the origin of the left common iliac the contra limb was acutely angulated; no obvious kink was seen. Other than the severely angulated neck; no other stent graft issues were observed. The next angio image showed that an endurant cuff was placed at the level of the previously implanted bifur cate. Several staples were also seen placed within the proximal cuff/bifurcate. A slight endoleak was possibly present. From these limited still angio¿s returned, the cause of the proximal type I endoleak is uncertain but it is likely that placement within the severely angulated neck may have contributed. Although no infolding was seen, possible oversizing within the reported 16mm neck also may have contributed. No scale was seen on the films therefore stent graft and aortic measurements could not be taken.

Manufacturer narrative:
(B)(4).